Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the shaft on the control switch was inadvertently broken by the user. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility biomedical engineer has ordered replacement parts and will repair the control switch. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.